Event description:
It was reported by service report that the foot section would not latch in the raised position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot section latch assembly.